Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms resulting in a message in the remote home monitoring system, as well as beeping tones from the implanted cardiac resynchronization therapy defibrillator (crt-d). Subsequent measurements were noted to be within normal limits at around 100 ohms. The health care professional (hcp) noted that the clinic plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service.